Event description:
A customer observed a positively biased tsh result on a single patient sample tested on a vitros eci analyzer. The test was repeated twice with results within the normal range. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event showed that a partially occluded reagent metering probe was the most likely cause of this single positively biased tsh result. The instrument posted an error code prior to obtaining the biased result. The customer observed a deflective reagent metering stream during the investigation of this event. The field engineer replaced the reagent metering probe and metering seals which restored the instrument to expected operation.